Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Concomitant medical products: avantage cemented shell ss ø48mm; item: p0463048; lot: 0001105980 (investigated in (B)(4)), optipac-s 60 refobacin bone cement r item: 4711500396-1 lot: a710b05615 (investigated in (B)(4)), optipac-s 60 refobacin bone cement r item: 4711500396-1 lot: b708c06355 (investigated in (B)(4)) , femoral stem 12/14 item: 00811400100; lot: 63735436 (investigated in (B)(4)), femoral head sterile 12/14 item: 00801802230 and lot: 63677745 (investigated in (B)(4)), intramedullary plug item 02994000 / lot 172102309 (not a zimmer biomet product). The device was not returned to the manufacturer. Therefore it could not be analyzed. No pictures or x-rays have been received. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 24 products avantage inlay s48 / 22,2 reference (B)(4), lot number 0001102705 were manufactured on date 29 april 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint has been recorded for avantage inlay s48 / 22,2 reference (B)(4), lot number 0001102705 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial left total hip arthroplasty was performed on (B)(6) 2017 due to left femoral neck fracture. Avantage cemented shell, avantage inlay, optipac-s 60 refobacin bone cement, femoral stem, femoral head sterile and intramedullary plug were implanted. Subsequently, the patient experienced redness and drainage from the surgical site, was placed on prophylactic antibiotics, and was admitted for observation to rule out infection. Infection was ruled out, and the drainage discontinued without further complication. Wound complication lasted until mid-february as per patient. This event is investigated in the current complaint for the product avantage inlay s48. Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement (investigated in (B)(4)). On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer due to femoral periprosthetic fracture and concurrent infection (investigated in (B)(4)). The spacer was removed during the stage 2 revision on (B)(6) 2019. No additional patient consequences were reported.